Event description:
It was reported that during a distal radius procedure the surgeon could not get the 1.8 va locking buttress pin to lock into the radial styloid hole. The pin would just spin. The surgeon removed the pin and completed the procedure leaving the hole empty. There was no adverse effect to the patient. The buttress pin was discarded after the procedure. This report is for unknown pin/wire.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. A 510k#: part number unknown, hence no 510k number can be provided. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).